Event description:
Customer reports the softclix plus lancet will not retract and she accidentally stuck herself. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.